Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0vapd, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a device system explant was scheduled due to infection. Factors noted to have led to the event were the implantable neurostimulator (ins) site, general condition of the consumer. The issue was not resolved at the time of the report. Additional information received on 2017-mar-23 reported the entire system was explanted. The hcp attempted to remain the lead(s) in the body, but confirmed signs of infection and explanted the entire system. The consumer¿s underlying disease was noted as bowel incontinence. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.